Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The patient was placed onto impella support due to acute myocardial infarction/cardiogenic shock. While on support, the patient lost pulsatility on placement signals and required initiation of epinephrine and norepinephrine infusions. The patient went into bradycardia with heart rate in the 40's. The patient had hematuria, urinary output greater than 30 cubic centimeters per hour and was pink-red in color. The patient outcome is unknown.

Manufacturer narrative:
H6: added type of investigation codes b11 and b13 h11: added the results of the investigation. Investigation summary no product was returned for investigation. Cardiovascular insufficiency/ hematuria: the cause of the injury was not determined due to insufficient clinical details. Bradycardia: in order to make a root cause determination, the clinical details would have to be provided. The root cause of the bradycardia was unable to be determined due to insufficient clinical details. Device history review ==> device with sn: (B)(6) passed all post sterile inspection checks.